Event description:
Erratic results for patients and controls on multiple assays. Only the following examples were provided: (B)(6) 2007, initial tsh result 0.22 uiu/mi, same sample repeated at request of physician recovered <0.01 uiu/ml, on (B)(6) 2007, initial ft3 result 0.7 pmol/l, ft4 result 0.4 pmol/l, repeat result for ft3 was 15.1 pmol/l and 3.5 pmol/l for ft4. Patients not adversely affected. If additional information is received, appropriate notification will be provided.